Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, per report, the worsening central regurgitation is unknown but may be due to patient factors and/or valve degeneration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 8 years and 9 months post-implantation a patient enrolled in an edwards clinical trial received a 23mm sapien valve. A valve-in-valve with a 26mm sapien 3 was performed approximately 8 years and 10 months post-implantation of a 23mm sapien valve due to 2 plus pulmonary regurgitation. The 26mm sapien 3 valve was implanted in a 23mm sapien 3 valve. The 26mm s3 implant was successful with a trivial rvot gradient, and no pulmonary insufficiency. There were no ew device malfunctions or procedural complications. The patient recovered well and discharged on post-operative day 1. Upon review of medical records, the patient presented with a 45mm gradient on catheterization. Upon using ice intraprocedural, a large amount of thrombus/vegetation was noted on the pre-stent that was placed just before implanting the sapien approximately 8 years and 9 months. The sapien leaflets were visualized and they seemed to be functioning properly and without thrombus/vegetation. The hypothesis is that the gradient may be coming from the pathology on each side of the sapien. A broad range of pcr testing was unable to identify potential organisms. Given the above, agree with the likelihood that the echocardiographic findings are more suggestive of homograft deterioration rather than infection, and cardiology is pursuing transcatheter valve replacement as a reasonable next step.